Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage at the patient¿s previous driveline repair site was confirmed through the evaluation of the submitted image. A specific cause for this damage could not be conclusively determined; however, it did not appear to have contributed to an electrical issue. The submitted log file contained events from 04jul2023 through 19jul2023 and revealed no atypical events or alarms. The account stated that there were no alarms noted and rescue tape was placed on the damaged area. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook further instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the replaced heartmate ii lvad percutaneous lead patient instructions, rev. D, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline damage was repaired and began coming apart. Rescue tape was applied.

Manufacturer narrative:
Section b5: the onset of the driveline damage was captured under MFR # 2916596-2022-11988. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.